Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices, as well as on the returned device data. The quality documents accompanying the manufacturing process for the devices were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the devices proved the device functions to be as specified. The returned device data was inspected. During inspection of the available iegm of episode 942, the clinical observation could be confirmed. The iegm showed a regular detected vf episode with three documented charging cycles of the high voltage capacitors. The first and the second charging cycle was aborted, as expected, due to the detection of a shock impedance smaller than 20 ohms. The third charging cycle led to a regular shock delivery, which, however, did not lead to the termination of the vf. Please note, that the ICD is equipped with a safety feature that ensures that no high energy shock is delivered in the event of a detected short circuit, which would otherwise damage the ICD. This device behavior does not represent a device malfunction. Based on the analysis, no conclusion could be drawn regarding the exact root cause of the clinical observation. However, it is reasonable to assume that the event resulted from an insulation damage of the lead characterized by an intermittent occurrence of a short circuit in the high-energy conduction path. Therefore, an extensive check and possible revision of the lead should be considered as a result of this event. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
It was reported that the shock impedance was too low (<20 ohms). Ineffective max shock delivered. Lead currently remains implanted. Should additional information be received, this file will be updated.